Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant the patient experienced a cardiac perforation from the right atrial (ra) lead resulting in cardiac tamponade. Vital signs became unstable, and the condition was confirmed by computed tomography and echocardiography. Subsequently, pericardial drainage was performed by pericardiocentesis. Although vital signs stabilized, bleeding continued. Hemostasis by thoracotomy and removal of the ra lead were planned for the same day, but the procedure was canceled due to patient refusal. As the vital signs remained stable, observation was chosen. The lead remains in use. No further patient complications have been reported as a result of this event.